Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported conflicting results result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a direct tested nasal kitted swab and generated negative results. The user stated that on the test kit a light pink under the control window and there is no line visible on the sample window; however, the light pink on the control window is broken. The user stated they will be taking the pcr test because his wife was positive for covid. The user also mentioned that his wife took the binaxnow¿ covid-19 antigen self test on tuesday due to symptoms and it came in negative but then by wednesday she took another test because she has symptoms and it came positive. The user's wife was a already isolated he just bring what her wife's needs on the door of the bed she is staying in. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 156371 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 156371 and test base part number 195-430h / lot 153047. The lot met the required release specifications. A review of the complaints reported as false negative results (confirmed and unconfirmed, conflicting results) related to kit lot 156371 showed that the complaint rate is (B)(4)%. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot 156371 showed that the complaint rate is (B)(4)%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.